Event description:
It was reported that a pt underwent a sling procedure in 2008, and because of bleeding, an MRI was performed. The MRI revealed a hematoma and a re-operation was later performed to remove the hematoma. The source of the bleeding was reported to be the paravesical vein. The pt was discharged ten days later.

Manufacturer narrative:
Date sent to the FDA: 04/04/2008. Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00222. The same pt is represented in each medwatch.